Event description:
It was reported that stimulation was turning off. The day prior to the report the patient tried to check the implantable neurostimulator (ins); all the lights on the patient programmer (pp) were blinking and the patient was not able to adjust stimulation. They hadn¿t felt stimulation since yesterday. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3887-33, lot# j0526925v, implanted: (B)(6) 2005, product type: lead. Product ID: 3887-33, lot# j0526925v, implanted: (B)(6) 2005, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).